Event description:
Report rec'd from the USA stating that the device "bearing is slipping" and "burr is bouncing" during surgery. There was no pt or user injury reported.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).